Manufacturer narrative:
(B)(4). Photographic analysis: the photos were reviewed and revised detail of the photos showed that in two of the pictures three cartridges taped to a white sheet are shown. The reloads are placed showing the batch number side, the pictures are blurry and the batch numbers are can't be read. The third picture shows three images with tissue, a cut and a staple line can be appreciated; the staples appear to be in proper b-form shape. Based on the pictures alone no conclusion could be reached on how the reported event occurred.

Manufacturer narrative:
(B)(4). Batch # n56g8f. The analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n56f2l. The analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the surgeon is pretty familiar with making transection using ntlc. However, it is not identified whether he has ever performed pppd with ntlc. The ntlc75 was used with sr75 reloads set to blue.

Event description:
It was reported that during an ""open pppd with ntlc"" surgery, the surgeon was trying to transect the jejunum with the ntlc blue cartridge. At the first trial, the safety lock-out for unknown cause happened. There was no pin or obstacles in that area. The surgeon removed the ntlc75 (1 body & 1 cartridge) and asked a scrub nurse for a new one. The scrub nurse prepared the new body and new cartridge. The surgeon again tried to transect the jejunum with the ntlc blue cartridge. There was no lock-out nor any resistance. The surgeon thought it was done successfully and kept doing another procedure. In the last moment of the procedure, the surgeon was checking out all parts whether there are bleeding sites or left gauze. At that moment, the surgeon found that staple line (made with ntlc) is looking unusual. Legs were not fully closed but opened. Then he again made the transection with competitor's device and closed the case. The patient is ok and went home safely. There were no adverse consequences for the patient.